Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient advocate that 8 days post implant of this 25mm bioprosthetic mitral valve, the patient expired. It was reported that the patient "passed away after an unsuccessful surgery to replace his mitral valve". There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.